Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and found a defective downstream occlusion sensor (dso). The reported issue was duplicated. The defective dso sensor and damaged dso seal were the cause of the problem. To solve the problem, the dso seal and dso sensor will be replaced.

Event description:
It was reported that the device exhibited ¿occlusion connector damaged source¿. The event occurred during pre-test. There was no patient involvement.